Manufacturer narrative:
A site visit was performed and after electrical testing on the erbe, there was no trouble found. The fenestrated bipolar forceps (fbf) was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) found charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. Though not directly implicated in the reported event, the monopolar curved scissors (mcs) used in the procedure was returned to isi and fa could not replicate or confirm the customer reported complaint. There was no damage or product issue identified. The instrument was tested in-house and moved intuitively with full range of motion in all directions, and the grips opened and closed properly.

Event description:
It was reported that when removing the cannulas after a da vinci assisted hysterectomy, the staff noticed the patient was burned. The burn was noted in the area that would have been using the fenestrated bipolar forceps (fbf) instrument. The procedure was completed robotically. During follow up with the robotics coordinator (roco), it was stated the surgeon denied the occurrence of arcing. The surgeon didn't classify the burn, but described it as being a very superficial, reddened, circumferential burn (around the cannula) at the port site of the fbf. Also, it was stated the surgeon didn¿t use any cautery on the bipolar and there was no double cannulation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information related to the reported event was obtained. There were no system log errors that were related to the reported event.